Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: contraindication: do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for linger periods than 24 hours may increase the risk of complications. Directions: to apply: wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Open package at perforation. To remove plastic, insert squeeze catheter at the top of the white cone and pull to release. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Connect the collection bag.

Event description:
It was reported that the adhesive on the mec was too strong and caused the patient's skin to bleed upon removal. No medical intervention was required.